Manufacturer narrative:
Received three (3) photos of the set. There was no evidence of leakage observed. However, the device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review was conducted, and no nonconformities were found that would have led to the reported complaint. Updated information in d9.

Event description:
The event involved a primary plum set, and it was reported that the product was primed with parenteral nutrition and connected to the epicutaneous catheter. When the pump received the infusion order, it began to leak the parenteral nutrition through the distal part connected to the epicutaneous catheter, preventing its use. The product was returned to the pharmacy. There was no patient harm as a result of this event.

Manufacturer narrative:
The device has been requested for evaluation. However, it has not yet been received. Additional contact information: (B)(6).